Manufacturer narrative:
(B)(4). The device was received with the I-blade bent and with tissue in the back (crotch) of the jaw. The device was tested with a generator and passed all functional testing. As the I-blade was bent, the opening and closing of the jaws was not smooth but the jaw did open during functional testing. A possible cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a liver resection procedure the instrument could not opened, branche was clotted and stuck on tissue. Instrument had to be cut out of tissue (the part of the tissue was indicated for dissection anyway). Patient is well.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.